Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient's neurological status at the time of the event is unknown. Multiple counting of the ECG signal contributed to the false detections. The response buttons were not pressed during the event. Patient was being transported from a rehabilitation facility to the hospital when treated. Patient was treated again at the hospital. It was reported, the patient had a hard time explaining why they are wearing the lifevest and what buttons to press. The patient's spouse states since the patient was treated the patient is confused. The patient is no longer using the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.